Event description:
During an MRI procedure, an anesthetized pt was being monitored with an ECG monitor. After approx. 30 minutes of scanning, the pt's skin was observed to be reddened, and 2 skin blisters subsequently formed beneath where 2 ECG electrodes had been placed. No further info regarding the event was made available from the facility.